Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 504 mg/dl. A manual insulin injection was administered to address bg. The customer reverted to an alternate pump for insulin therapy.